Event description:
It was discovered during a pm that the 9800 system had parts that needed to be replaced. There was no patient involvement.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cable pushers, s-ram batteries, and computer batteries were replaced during the service call. The system was tested and found to be working as intended and put back into service.